Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a rn noticed an estimated 2-3ml of lipids on the patient's IV pole. The rn immediately paused the lipid infusion and inspected the IV set. All tubing connections points outside of the pump module were secure. The rn then opened the pump module door and thoroughly inspected, squeezed, and rolled the IV tubing. A pinpoint hole between the connection of the cassette and the pump segment was found. The defect was confirmed by the charge rn as well. There was no patient harm.

Manufacturer narrative:
The customer¿s report of pinpoint hole at pump segment was confirmed. Visual inspection of the set noted that the silicone segment had a pin hole near the upper fitment. Examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were observed. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The root cause of the customer¿s report was not identified.

Event description:
The customer reported a rn noticed an estimated 2-3ml of lipids on the patient's IV pole. The rn immediately paused the lipid infusion and inspected the IV set. All tubing connections points outside of the pump module were secure. The rn then opened the pump module door and thoroughly inspected, squeezed, and rolled the IV tubing. A pinpoint hole between the connection of the cassette and the pump segment was found. The defect was confirmed by the charge rn as well. There was no patient harm.